Event description:
It was reported that there was a pump memory error. The error occurred during an update. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).